Event description:
A report was received that the patient had developed pain caused by scar tissue buildup around the ipg. The patient went to the emergency room where they were given a pain injection. The physician decided to relocate the patient's ipg from the right buttock. The patient underwent a pocket revision and is reportedly doing well.

Manufacturer narrative:
Additional information indicates that the review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had developed pain caused by scar tissue buildup around the ipg. The patient went to the emergency room where they were given a pain injection. The physician decided to relocate the patient's ipg from the right buttock. The patient underwent a pocket revision and is reportedly doing well.